Event description:
Pt was revised approximately five years ago. Post op, the pt complained that when they walked their knee went into varus. During the revision surgery, the tibial component and femoral component were found to be mal-positioned. Doctor removed the components maintaining good bone stock and recut the femur and tibia.